Manufacturer narrative:
This report is submitted on june 18, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to middle ear infection and removal of cholesteatoma. The surgeon reported that the electrode array was not in the cochlea.